Event description:
It is reported that the patient received a total hip implant on (B)(6) 2004, in her left hip. After having a car accident resulting in a 2 degrees open periprosthetic fracture of the femur (left) a plate osteosynthesis was performed on (B)(6), 2012. The patient went to the hospital on (B)(6) 2012. The reason was that she heard noises 2 weeks after her rehabilitation program, which more and more appeared to have a cracking sound which annoyed the patient. There were no massive pain symptoms. The investigation showed that there was a massive cracking noise in the left hip while moving the leg. There was also a shortening of the leg of about 1 cm. X-rays showed a breakage of the ceramic ball head. During surgery, which was performed on (B)(4) 2012, the ceramic ball head appeared to be completely destroyed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).